Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction that caused a serious event.¿.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker and the right ventricular (rv) lead exhibited noise. No changes or interventions were reported. There were no patient consequences.